Event description:
The user facility reported that water was leaking from their reliance synergy washer. The water spread away from the unit onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a water leak at the sump heater coil. The technician also found a loose hose at the drain box. The technician repaired the unit, ran a test cycle and confirmed it to be operational.